Manufacturer narrative:
Beginning (B)(6) 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on (B)(6) 2007 and has no repair history at zimmer surgical. Eval of the device determined that the roller was dragging against the side plate of the device and was gnarled. The roller gear was worn and the bushing inside the side plate was pushed out to the gear. It was observed that the comb was slightly bent on the right side. Additionally, the ratchet returned with the device was for a 2195 meshgraft ii zimmer device. Observation of the ratchet determined that it was assembled incorrectly; the "end out" was facing the wrong way and was missing a set screw. The device was within calibration prior to repair. A test mesh produced an acceptable graft. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher handle was not turning properly. During device analysis, it was determined that the comb was bent. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.